Manufacturer narrative:
(B)(6). Investigation summary: in response to the event reported a device history review was conducted for the provided lot number. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.

Event description:
It was reported bd pegasus yel 24gax0.75in prn-capy had leakage issues. The following information was provided by the initial reporter, translated from (B)(6): "the inspection found that the side of the y-shaped port connected to the connecta was severely leaking, and the patient had to remove the indwelling needle and puncture again."